Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Review of the log file showed errors related to ippc. Upon troubleshooting, fse checked the system and identified that ippc was not booting up. To resolve the issue, fse replaced the ippc and hard disk drive. The defective ippc was returned to philips for failure analysis. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.